Event description:
Device 1 of 2. Ref MFR report # 1627487-2013-20402. It was reported the ipg gets hot when the stimulation is on during the day and 2 days after recharging the warmth can be felt. The patient further reported heating while recharging and would finish charging at a later time. There were no reported falls by the patient and impedances were back normal. A replacement charger was sent to the patient. Surgical intervention may be discussed as an additional option. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.